Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology experienced the needle piercing the catheter during catheter introduction. The following information was provided by the initial reporter: they had a few catheters where the metal needle had punctured that side of the plastic cannula when the package was first opened. No initial/follow-up treatment was needed, there was only some minor bruising. The [3 male] patients are in good health today.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 18-oct-2022. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received 200 sealed 24g x 0.75in. Insyte autoguard bc representative units from lot number 2124170. Upon the initial visual inspection, damage was not observed with any of the components. There were no bent needles or needles spearing through the catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology experienced the needle piercing the catheter during catheter introduction. The following information was provided by the initial reporter: they had a few catheters where the metal needle had punctured that side of the plastic cannula when the package was first opened. No initial/follow-up treatment was needed, there was only some minor bruising. The [3 male] patients are in good health today.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.